Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a small hole in the bd vacutainer® push button blood collection set tubing "3/4ths of the way" down once the blood collection process began, and got onto the phlebotomist's lab coat, gloves, and draw chair. Ppe was used properly, so there was no exposure to mucousal membrane. The following information was provided by the initial reporter: "this is not the first instance this year where my staff have used a bd vacutainer push button collection set that has leaked during the blood collection process." "Employee took it out of the packaging and did not see any visible damage or issues with the butterfly set. When blood collection began, the blood flowed into the tubing and out a small hole in the tubing line. The hole in the line was approximately 3/4ths of the way down the tubing." "What dates did this leaking issue occur? (Leaking occurred friday (B)(6) 2019.), was there any exposure to blood/bodily fluids? Who was exposed? (Phlebotomist employee ¿ we do not release the names of employees to vendors/3rd parties.), what were they exposed to? (Blood.), what area of the body was exposed? (Lab coat/glove and draw chair.), was any post exposure testing performed? (No ¿ determined the exposure did not reach employee because ppe was effective.)"

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood leaked from a small hole in the bd vacutainer® push button blood collection set tubing "3/4ths of the way" down once the blood collection process began, and got onto the phlebotomist's lab coat, gloves, and draw chair. Ppe was used properly, so there was no exposure to mucousal membrane. The following information was provided by the initial reporter: "this is not the first instance this year where my staff have used a bd vacutainer push button collection set that has leaked during the blood collection process." "Employee took it out of the packaging and did not see any visible damage or issues with the butterfly set. When blood collection began, the blood flowed into the tubing and out a small hole in the tubing line. The hole in the line was approximately 3/4ths of the way down the tubing." "What dates did this leaking issue occur? (Leaking occurred friday (B)(6) 2019), was there any exposure to blood/bodily fluids? Who was exposed? (Phlebotomist employee ¿ we do not release the names of employees to vendors/3rd parties), what were they exposed to? (Blood), what area of the body was exposed? (Lab coat/glove and draw chair), was any post exposure testing performed? (No ¿ determined the exposure did not reach employee because ppe was effective)".